Manufacturer narrative:
D4, g4: model number is not known, but similar device is sold under model ah-72. This product was used for the product code and 501k. . The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to an unspecified vented vial spike that experienced leakage. It was reported they had a number of leaks. There was unknown patient involvement, and unknown human harm.

Manufacturer narrative:
D9 - date returned to mfg: 2/19/2025. One photo was shared by the customer, where a leaks coming from the filter vent is shown. No additional damage or anomalies were observed. One used list# unknown, clave spike connected into used unknown, vial connected to 3ml syringe were returned for evaluation. As received no physical damage or anomalies were observed. The sample was tested as per direction for use (dfu) instruction and a leak from the filter vent was confirmed. Complaint of leak can be confirmed based on the photo shared by the customer and the physical sample evaluation. The probable cause is due to incorrect used, based on dfu statement- do not infuse diluent into vial when inverted.